Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an uneven break in the t-handle of the microintroducer is confirmed, and the root cause was determined to be manufacturing related. An initial visual observation of the photograph showed an implanted catheter with a microintroducer which had been partially peeled. The orange t-handle was observed to be unevenly split, and a small ring of orange material was surrounding the catheter shaft. The uneven break of the t-handle was determined to be related to the manufacture of the device. The investigation was forwarded to the manufacturing facility for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that at around 9:40 a.m. On (B)(6) 2025, while inserting a PICC line into a patient, a nurse needed to separate the catheter sheath but found that it could not be completely separated, resulting in the catheter being unable to be inserted and secured normally. The nurse then manually separated the catheter sheath again, and although the separation was finally completed, there was a risk of damage to the catheter.